Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid anterior tibial artery. A 4.0 x 40 mm xpert was advanced over the guide wire and through the sheath without any resistance noted. However, as the device exited the sheath and was advancing, the stent partially deployed without any manipulation. Once the partially deployed stent was detected in the superficial femoral artery, the device was completely removed with the sheath from the patient anatomy. The stent was exposed, approximately 1- 2 mm of the stent was flowered. Another 4.0 x 40 mm xpert was used to complete the procedure. There was no impact on the patient due to the delay. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported premature deployment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, there is no indication of a product quality issue with respect to manufacture, design or labeling.